Event description:
It was reported that the patient experienced intermittent loss of stimulation. The patient's implantable neurostimulator (ins) voltage was at 2.56v for about a year with no change. The reporter indicated that ins usage was continuous. The ins was replaced. Patient outcome was not provided.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomaly found. The battery was not in new condition.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.